Event description:
Subsequent to the initially filed report, additional information was received stating troubleshooting was performed, but the issue was unable to be resolved after the steerable guide catheter (sgc) (31030r2081) would not hold fluid column during preparation. This device was not entered into the anatomy.

Manufacturer narrative:
All available information was investigated and the reported leak (loss of fluid column) could not be tested via returned device analysis due to the condition of the returned device (luer returned broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 1mmhg. During preparation, a steerable guide catheter (sgc) (31030r2081) would not hold fluid column. Therefore, the sgc was not used and replaced. The procedure was continued with a new sgc, and an ntw clip (30425r1014) was inserted and placed on the mitral valve. However, during deployment, the clip would not detach from the clip delivery system (cds). Troubleshooting was performed; removed tension from the sgc and ensured coaxial position, harvested the gripper lines, retracted the actuator knob. The clip was able to be detached from the cds and deployed. It was noted the gradient increased to 4mmhg. To further reduce mr, a second ntw clip was successfully implanted, reducing mr to a grade of 2. However, the gradient increased to 6mmhg. It was noted the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.